Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had experienced a loss or change of therapy. The patient was having some problems like she was before she got the device. Symptoms reported were: getting up a lot through out the night, wets herself when she coughs or sneezes and is having trouble making it to the bathroom. Regarding is this was considered a sudden or gradual change in therapy/symptoms, it was noted: asked and unknown. Event date: asked, unknown. The consumer requested physician listings. The patient didn't have hcp (healthcare provider). Indications for use was noted as: urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that patient would be having an appointment with health care provider next week and requested to call back after appointment for update.

Manufacturer narrative:
(B)(4).